Event description:
A physician reported a pt who was implanted on 13 november 1997 into the left and right upper vermilion borders. On 18 november 1998 the sutures were removed; the sites were healing well and placement was correct. On 8 december 1997 the physician observed swelling, redness and tenderness which he assessed as an infection and/or possible extrusion in the right upper exit incision site (onset date approximately 1 december 1997). He prescribed oral cipro for 5 days. On 12 december 1997 the site was still raised and tender, possible extruding. He prescribed cold packs to the site and duricef for 5 days. On 12 december 1997 the right upper exit site was still raised, tender and now oozing a serosanguinous drainage. He performed an incision and drainage, trimmed the implant, and prescribed another 5 days course of duricef. On 5 january 1998 a different physician in the practice noted a probable extrusion and/or infection and cultured the site. On 13 january 1998 the right upper vermilion border implant was frankly extruded; it was removed as was the left side for reasons of symmetry. He prescribed cold packs to the sites and oral duricef for 7 days. On 16 january 1998 the sutures were removed. Both right and left sides appeared to be healing well. The pt had no complaints. No further medical treatments or interventions were planned.